Event description:
According to rptr, lasers are being sold to anyone without license, to be used on anyone. Not being regulated by FDA. Lasers are mislabeled. Lasers are causing melanomas. Cited article in jama "lentigo maligna."